Event description:
Pt had silicone implants placed subglandularly approximately 25 years ago. Recently pt started to feel that the breasts were hardening and the shape was becoming distorted. Silicone implants explanted on 6/7/99. Implants appeared to be ruptured bilaterally.